Manufacturer narrative:
A ge svc rep did not evaluate the system but assisted the customer over the phone in trouble shooting the system. The customer was instructed to reset the generator interface board and to evaluate the dc power supplies.

Event description:
The customer reported that the system displayed a kilovoltage on in error message. No pt injury was reported.